Event description:
During the endoscopic vein harvesting and femoral popliteal procedure, another co 5mm scope stuck in the dissector. The scope was left in the dissector and the case was completed with the same instrument. The instrument was from a ftv01. There was no consequence to the pt.